Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump did not turn on and the keys are not responding. The customer's blood glucose level was unknown. The customer stated that buttons were not working. The customer stated that insulin pump had battery out limit alarm. The device will be returned for the analysis.